Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is atom. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that IV set/n35/j/20drop/f/std/65cm/ll had backpriming issues. This was discovered during use. The following information was provided by the initial reporter: the hcp could not perform backpriming with saline after connecting to the main route.

Manufacturer narrative:
H.6. Investigation: when we checked the appearance of the actual product we received, no abnormalities such as damage or deformation were found. When I connected it to the fashir spike set (manufacturing lot: 1810082c) and checked the flow of purified water, it passed without any problem. No abnormality was found in the actual product, and the event requested could not be reproduced, so the cause could not be identified. It is estimated that this event is due to temporary retention of liquid due to air bubbles (air layer). No anomaly found on DHR.

Event description:
It was reported that IV set/n35/j/20drop/f/std/65cm/ll had backpriming issues. This was discovered during use. The following information was provided by the initial reporter: the hcp could not perform backpriming with saline after connecting to the main route.